Manufacturer narrative:
Other relevant device(s) are: brand name: micra / model #: mc1vr01-delsys / expiration date: 14-jan-2023 / serial#: (B)(4) / UDI #: (B)(4) / device available for evaluation: no / mfg date: 14-jul-2021 / labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the tether tangled after being cut and was too tight to remove. The device was subsequently attempted to be recaptured and the tether broke, potentially due to pinching between cup and device. Snare was used to retrieve the device from the body. The leadless ipg and delivery system was attempted/ not used and replaced. No patient complications have been reported as a result of this event.